Event description:
It was reported that the patient never had therapeutic effect from their implantable neurostimulator (ins). An ins was implanted in (B)(6) 2011, but the leads "pulled out" and a revision surgery was performed (B)(6) 2012. It was noted that the patient was unsure how to change programs and settings on the patient programmer. Additional information was requested, but was unavailable at the time of this report.

Manufacturer narrative:
Product ID (B)(4), serial# (B)(4), implanted: 2011 (B)(6), explanted: na, product typ lead product ID (B)(4), serial# (B)(4), implanted: 2011 (B)(6), explanted: na, product typ lead product ID 37743 serial# unknown, product typ programmer, patient. (B)(4).